Event description:
It was reported that after the r3 acetabular cup was implanted, it was fixed with a 25mm screw. Postoperative x-ray shows that the screw fell out of the acetabular cup.

Manufacturer narrative:
The associated acetabular universal cancellous screw was not made available for evaluation. However, device details were provided. Thus, a review of device history record and complaint history were performed. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. As the device was not returned for analysis, a dimensional evaluation could not be performed. A clinical analysis noted that one undated x-ray was provided which showed the screw is through the shell but can¿t conclude any migration of the shell. However no medical documents have been forthcoming. It has been communicated that the patient has had no adverse effects at this time; and no plans for removal of the screw have been made. Based on the limited information available, the root cause of the screw, ¿falling out¿ or what appears to be slipping through cannot be concluded. The screw is an implantable component so biocompatibility is not an issue. However micro-motion or movement of the screw cannot be predicted. Follow-up information regarding this patient¿s status has not been provided. This issue has been communicated to our product development team for consideration. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.